Manufacturer narrative:
Manufacturer's ref. No: pi1-1svp5lt it was reported that a patient underwent a procedure with a preface sheath. After the procedure, the tip of the sheath was deformed. The procedure was completed without patient's consequence. Additional information provided confirmed that there was no resistance while introducing or retracting the catheter from the sheath and the tip of the sheath was bent. The returned device was visually inspected and it was observed that the three side holes material has been wrinkled and torn with metal braid wire exposed and sharp. The opposite side of sheath showed a hole wrinkled with exposed sharp braid wire. Then, the catheter outer diameter was measured and it was found within specifications. Additionally, the device was compared against the shape master and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint has been verified. Based on available analysis finding results, the damage does not appear to be caused by any internal bwi processes since the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a preface sheath. After the procedure, the tip of the sheath was deformed. The procedure was completed without patient's consequence. Additional information provided confirmed that there was no resistance while introducing or retracting the catheter from the sheath and the tip of the sheath was bent. This event was assessed as not reportable as the sheath becoming bent during these procedures is common and there were no patient consequences. The potential that this issue could cause or contribute to a death, serious injury, or other significant adverse event was remote. The device was received for evaluation by the biosense webster, failure analysis lab. It was found on august 31, 2017 that from the distal end of the sheath to the three side holes, material was wrinkled, torn with metal braid wire exposed and sharp. The opposite side of the sheath was showing the side hole wrinkled with exposed sharp braid wire. The returned device condition was assessed as a reportable malfunction. The sheath was torn, therefore there was a potential for cardiac/vascular injury due to misalignment of the needle to the intended path. The sheath integrity was not maintained and internal components were exposed to the patient. Therefore, the awareness date was reset to august 31, 2017.